Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra 2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2014 and obtained the following information. The patient claimed the alleged issue occurred on (B)(6) 2014 at approximately 10:30 am. The patient reported that he was at the doctor¿s office for a routine appointment to check his leg. He reported self-testing on the subject device and obtaining a blood glucose value of ¿112 mg/dl¿ which he felt was a normal reading at the time and did not take any action regarding his normal diabetes management routine. The patient reportedly manages his diabetes with 4 units of humalog at lunchtime and a fixed dose of 13 units 75-25 mix humalog at breakfast and dinner. Approximately 5 minutes after testing, he reported ¿feeling like he was about to faint and had blurred vision.¿ he was immediately placed on a gurney and a nurse gave him orange juice and glucose tablets. He reported feeling better shortly thereafter. The patient reported his normal blood glucose range is ¿70-120 mg/dl.¿ per documentation, the patient was tested on a different device; the patient confirmed the test was not performed on the same day of the event. At the time of troubleshooting the cca replaced products and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began that required medical intervention by a health care professional.

Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2014) the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.